Event description:
(B)(4). Pelvic, hip, inner groin pain, cramping lower abdomen, all over body pain, lower back pain, difficulty sitting too long, lying down too long, and walking because of pain. Recently diagnosed with fibromyalga and osteoarthritis in hips and shoulder. Constant fatigue, low vitamin d levels.